Event description:
The patient underwent the valve in valve procedure with a 29 mm sapien 3 ultra resilia implanted with nominal volume.

Manufacturer narrative:
The 29mm sapien 3 valve was not returned for evaluation, as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implant valve degeneration was confirmed from the medical record received. A review of the DHR, lot history and complaint history did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 4 years and 7 months post-tmvr (inside a pre-existing surgical valve) using a 29mm sapien 3 valve via transvenous approach, the patient has been scheduled for a tmvr viviv. Per medical records, sapien 3 with structural valve deterioration. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient has a medical history of diabetes, which is a well-known factor that may have contributed to the reported event. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported by field specialist, approximately 4 years and 7 months post transcatheter mitral valve replacement (tmvr) (inside a pre-existing surgical valve) using a 29mm sapien 3 valve via transvenous approach, the patient has been scheduled for a tmvr valve in valve in valve (viviv). The 4-year transthoracic echocardiogram (tte) showed a mitral prosthetic valve with severe stenotic gradient, with a mean gradient of 15mmhg. There was heavy annular calcification which was noted to be higher since the echocardiogram. The 4-year and 9 months cardiology office visit indicated that the 29mm s3 valve with structural valve deterioration (viv). Patient is shortness of breath (sob) with exertion. The patient had a recent episode of congestive heart failure (chf).